Event description:
A customer reported that they were unable to use their freestyle flash (aka papillon) meter as the display screen had frozen. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.